Event description:
During a thoracoscopic pneumonectomy procedure, the clips were ejected prematurely. The surgeon completed the procedure with the instrument. The hosp has reported that no pt injury occurred.